Manufacturer narrative:
The insulin pump alarmed button error alarm and no button response due to corroded keypad traces. Pump received with scratched lcd window, crack case on top right and bottom left and right corner near display window, broken reservoir tubelip, crack reservoir tube window and reservoir tube, crack battery tub e threads and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 289 mg/dl. Troubleshooting was not performed. The device was returned for analysis.